Event description:
The patient had an implantable neurostimulator implanted. She was "doing fine" but complained of numbness in her legs "a few hours later." The health care professional discovered a hematoma and explanted the whole system. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).